Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer also had a motor position encoder error alarm and stated that the pump had a countdown before resetting. Customer thinks that he had bad tubing. Customer used new tubing and stated that it worked. Customer stated that he received another motor error after filling a cannula. Customer stated when the pump came back all the settings were lost. Customer stated that he kind of overfilled the reservoir and insulin was spitting out a little. Customer stated that he guessed that his blood glucose was 170 mg/dl. Customer was able to give himself a manual injection. Customer stated that the pump reinitialized and he lost his settings when the motor position encoder error alarm occurred. Customer stated that he is now in a loop. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to erased history file. No lost settings noted. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratches on the lcd window, cracked case at display window corners and cracked battery tube threads.